Event description:
It was reported that during an esophageal stenting procedure, deployment difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. The ultraflex esophageal 18mm x 10mm stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent, the stent was unable to fully release from the catheter. The device was removed and another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt' status is reported as "stable."

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.